Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure gauge inaccuracies were noted. The unspecified target lesion was located in the mid left anterior descending artery. A 3.0-15 non-bsc balloon was advanced to predilate the target lesion. The balloon was attached to an encore26 inflation device and successfully inflated one to 10 atms and 16 atms. While attempting to inflate the balloon to 20 atms, it was noticed that it was possible to rotate the handle of the encore26 inflation device and inflate the balloon; however, the gauge did not increase. The encore26 was able to be used to deflate the balloon. The procedure was completed with a different device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).